Manufacturer narrative:
Other text: additional information received: updated event date one device was received for evaluation. Visual inspection found both tamper seals were broken, and a cracked right plunger case. The devices event history log found ? Force sensor test? Error. To conduct functional testing the devices force sensor was tested. The force sensor was attempted to be calibrated but couldnt as the value was below minimum specifications. It was determined the force sensor no longer operates properly due to normal wear as it was nine years old. The force sensor and plunger case were replaced. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects: corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the black handle was broken on the plunger and user was unable to complete force system failure calibration. No patient injury reported.